Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and specifications. No abnormalities were found. The root cause of the reported issue was not identified. It is probable that the image was temporarily lost due to dirt and foreign matter adhering to the electrical contacts of the video connector. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: moisture the electrical contacts, optical connections and surroundings of the video connector with dry gauze .wipe it off and connect it to the camera control unit when it is sufficiently dry. Make sure that the electrical contacts and optical connections are clean before connecting. If the contacts and optical connections are wet or dirty, the device may break down or the patient may be affected. Or it may threaten the safety of the surgeon. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was not confirmed. No abnormalities were observed on the device. Burned in testing was performed for more than 8 hours and image test passed and no issues found. The device passed all functional testing and leak test. No problem was found. The root cause of the reported issue is unknown as the device passed all testing with no issues observed.

Event description:
It was reported that during reprocessing the device was found with just red image when plugged in. The issue occurred during reprocessing. There was no patient involvement on this event. No user injury reported.